Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Device 2 of 2. Reference MFR report#: 3006705815-2020-02483.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference mf.r report#: 3006705815-2020-02483. It was reported the patient's scs trial period ended early due to an alleged infection at their lead site. The patient's leads were removed and the patient was administered antibiotics. The patient's issue resolved over time.